Event description:
A malfunction was reported on a customer's pump, which caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require assistance from a third party. The customer restarted the cgm and resumed insulin, confirmed that they received a replacement pump, and planned to begin insulin therapy with it, with no further questions regarding its programming.